Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the call recording which was listened to by the medical surveillance specialist (mss) as the patient could not be reached to speak to in person. The patient stated that the alleged inaccuracy issue began at an unspecified time during the evening of (B)(6) 2015. At this time the patient obtained a subject meter reading of ¿469mg/dl¿ and in response to this the patient took an additional 10 units of insulin in accordance with their sliding scale. Less than 20 minutes later the patient experienced the symptoms of ¿sweaty and hot¿ and tested their blood glucose again, obtaining a result of ¿hi¿. The patient stated that they drank some water in response to this, waited ¿a while¿ and then measured their blood glucose once more on the subject meter with a result of ¿169mg/dl¿ being obtained. The patient did not receive any medical treatment due to the alleged meter issue and did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.